Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 the patient experienced an issue with the one- infusion sets. The cannula tube bent, causing the patient to have to replace them after only one or two days. No further information available.

Manufacturer narrative:
(B)(6).